Manufacturer narrative:
The reported field event of a capture anomaly was confirmed on the bench. As received, the device was unable to pace. The device¿s pacing function was restored after manually performing a power on reset. The capture anomaly was unable to be reproduced. No anomalies were found from testing after pacing function was restored. The cause of the capture anomaly remains undetermined.

Event description:
Related manufacturer reference number: 2017865-2021-07803. It was reported that the patient presented for revision of the right ventricular lead due to loss of capture. Sensing was deactivated due to previously observed lead noise and decreased pacing impedance measurements. The lead was capped on (B)(6) 2021, and a new lead was connected to the pulse generator. However, upon connecting the new lead to the generator no capture was obtained at maximum output. The generator was subsequently explanted and replaced. Pacing, sensing and impedance were normal. The patient was in stable condition.